Event description:
It was reported that an alarm was not heard, but was confirmed by telemetry. A critical alarm is occurring due to motor stall. A tube set interval was also reached. It was noted that the patient had an MRI on (B)(6)2010, which was consistent with the timing of the stall in the event logs. The patient was in the clinic at the time of the report for a routine refill, and upon interrogation, the motor stall and tube set, alarms were present. The pump was updated 5 times and the messages did not clear. The patient was having a slight increase in spasticity. In follow-up, it was reported that the duration of the motor stall was 48 hours. No other troubleshooting was done because the patient did not experience any signs of withdrawal other than the slight increase in spasticity and the motor stall occurred message stopped coming up in the event logs. No action was taken, but in the future they would have the patient come to the clinic right after an MRI. The patient was directed to call the office if she experienced any issues. They had not heard from the patient so they assume everything is fine. The device system was used to deliver lioresal (2000 mcg/ml at 15 mcg/hour; in the evening 7 mcg/hour).

Manufacturer narrative:
(B)(4)